Event description:
It was reported that the patient underwent device explant due to an infection. It is unknown if both generator and lead were explanted and when the explant occurred. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The explanted device will not be returned by the explanted facility due to the facility's no return policy on explanted devices. Attempts were made for additional information; however, no additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.